Event description:
Had bilateral mastectomy with expanders and mentor saline breast implants (recalled (B)(6) 2021), b/l le numbness, immediate chronic fatigue, diverticulitis, visual disturbances and intermittent periods of blindness, diagnosed with ms (multiple sclerosis) 2009, whole body inflammation, chest pain, dry mouth, dry eyes, smell of rotting flesh emitted from any body opening including pierced ear lobe holes, chronic congestion. Currently have to use an electric wheelchair to maneuver within my home. Difficult to leave home. Cannot stand long enough to cook had to enroll in meals-on-wheels. Elevated liver enzymes, b12 went from wnl (within normal limits) to 6636, remains elevated around 1500. Unexplained weight gain 30 lbs 12/2020 - 1/2021, unexplained weight loss 35 lbs 11/2021 - 3/2022. Extreme abdominal distention even with significant weight loss abdominal girth has remained the same. Joint pain, blurred vision with extreme sensitivity to light. Constipation and dehydration for 18 years within the last year, chronic diarrhea. Lot number: 258198 and 1001549. Serial number:(B)(4). Expiration date; 01/01/2025. Date the implant was put in: (B)(6) 2003. Fatigue, brain fog, memory loss, muscle pain and weakness, joint pain, chest and lung pain, dry hair, skin itching and rashes, weight problems, inflammation, insomnia/poor sleep, dry eyes, blurred vision, light sensitivity, adrenal fatigue, slow healing, vertigo, ocular migraines, sore throat, difficulty swallowing, dry cough, choking, reflux, gerd, gastritis, ibs, gerd (gastroesophageal reflux disease), gastritis, ibs (irritable bowel syndrome), fevers, night sweats, heat intolerance, persistent bacterial and viral infections, gum abscesses, yeast infections, candida, sinusitis, irregular heart rate, chest pain, muscle stiffness, delayed gastric emptying, lung nodule, b/p (blood pressure) problems, shortness of breath, pain and burning around implants and underarms, feeling like you are dying, multiple sclerosis, constant fluid draining from right ear, raspy voice, mood swings, irritability, swollen feet/ankles, trigeminal neuralgia (B)(6) 2021. Elevated cholesterol, dry skin, sores on scalp, trouble swallowing. FDA safety report ID # (B)(4).